Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the audio processor (ap) was producing static sound was unwearable following MRI. She stated that the sound prior to the MRI was brilliant life changing. She reported wearing the ap the day prior to the MRI and that she did not take it to the appointment. After trying to wear the ap afterwards she was only able to hear static.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a 1,5t magnet resonance imaging. Afterwards a decrease in hearing performance was noticed, which is most likely caused by an insufficient coupling of the implant. Revision surgery to correct the screw fixation is planned to be performed in 2023.

Event description:
The user reported that when using the device the sound was static following MRI. She stated that the sound prior to the MRI was brilliant _ life changing. She reported wearing the audio processor (ap) the day prior to the MRI and that she did not take it to the appointment. After trying to wear the ap afterwards she was only able to hear static. Revision surgery to correct the implant screw fixation is likely needed. The surgery is likely to take place in 2023 but no date has been scheduled as of (B)(6) 2023.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a 1,5t magnet resonance imaging. Afterwards a decrease in hearing performance was noticed. The device investigation showed no optical issues but the electrical inspection failed, which explains the reported sound issues. However an exact cause for the failure cannot be determined. This is a final report.

Event description:
The user reported that when using the device the sound was static following MRI. She stated that the sound prior to the MRI was brilliant life changing. She reported wearing the audio processor (ap) the day prior to the MRI and that she did not take it to the appointment. After trying to wear the ap afterwards she was only able to hear static. Revision surgery to correct the implant screw fixation is likely needed. The user has been re-implanted.